Event description:
Tissue at pt's puncture site was extremely scarred, therefore introduction of the sheath was very difficult and the sheath started crumpling. As insertion beyond bifurcation was impossible, the sheath had to be removed. Withdrawal again was very difficult and therefore the sheath was torn into three pieces. However, the item could be retrieved completely from outside without any add'l vascular intervention. There was not any pt trauma or injury due to this incident.